Event description:
Patient reporting previous shipped cassettes were leaking, pt no longer has them for return. Did the reported product fault occur while in use with a patient? No did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? No; what is the outcome of the event? Resolved. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm, occurred is unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to by (B)(6) pt/caregiver.